Event description:
An ophthalmic tech reported a surgeon stated he did not feel pressure when drawing gas out of a tank during a retinal stabilization procedure and believes the gas regulator was not functioning properly. The surgeon stated he pulled the syringe back in order to get the gas out and then injected the gas into pt's eye. Two days later, the gas had dissipated from the pt's eye. The surgeon performed a second procedure in order to insert add'l stabilizing gas into the pt's eye. Add'l info including pt outcome was requested.

Manufacturer narrative:
The cause of the event could not be determined. The product was not returned for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. This report mailed in to FDA on: 2/13/2008. Add'l info was requested from the reporter on 1/14/2008, 1/15/2008, 1/24/2008, 1/28/2008, and 1/30/2008 by phone. The facility was sent a questionnaire on 1/15/2008 by fax and by mail. During a follow-up phone call the facility stated they were not going to complete the questionnaire.